Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the threads on the articulating arm were damaged. There was no patient present as this damage was discovered outside of a case.